Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had loss of stimulation approximately from (B)(6) 2018. Patient failed to charge their device and leading to ipg being inoperable as the ipg would no longer communicate with external devices. To address the issue patient may be awaiting surgical intervention at a later date .

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received which indicated that patient underwent surgical intervention where the ipg was replaced and effective therapy was restored post operatively.